Event description:
A pt underwent a therapeutic procedure for placement of a biliary stent. When a biliary stent was attempted to pass over the hydra-jagwire guidewire, it was noted to be difficult due to restriction at the transition none of the guidewire coating. The physician was able to successfully complete deployment of the stent when additional force was utilized. The pt did not sustain any complications or ill effects as a result of the fit issue. The pt condition is reported to be "ok".